Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. While hospitalized, the patient was treated with unspecified antibiotics orally and intravenously (dose, frequency, and duration not reported) for the peritonitis. The patient¿s peritoneal dialysis catheter was later removed and the patient was placed on hemodialysis. Fourteen days after admission, the patient was discharged from the hospital and reported to be recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.